Event description:
It was reported that during a peripheral treatment procedure detachment of the balloon occurred. They had a long unknown sheath. While they were advancing the apex monorail 20mm x 3.00mm balloon over an unspecified guide wire, the physician noted under fluro that "the balloon came off the shaft of the catheter." The entire system was removed. Another apex balloon was used successfully with the same sheath and wire to complete the procedure. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a peripheral treatment procedure detachment of the balloon occurred. They had a long unknown sheath. While they were advancing the apex monorail 20mm x 3.00mm balloon over an unspecified guide wire, the physician noted under fluro that "the balloon came off the shaft of the catheter." The entire system was removed. Another apex balloon was used successfully with the same sheath and wire to complete the procedure. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the catheter found that the hypotube was kinked at various locations along its length. A break was noted in the distal extrusion at 5mm distal to the port. The distal extrusion was stretched down onto the guidewire and there was bunching present at various locations along the extrusion. As a result the guidewire was trapped inside the wire lumen. An examination of the balloon found that the proximal end of the balloon was not refolded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the complaint states that the device was used as part of a peripheral case in the leg. The dfu for this product clearly states that "the apex over -the-wire and apex monorail ptca dilatation catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion." (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).